Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00806 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a polypectomy clipping, performed in the patient's stomach on (B)(6), 2010. According to the complainant, during the procedure, they attempted to use two clips but they were unable to deploy both clips. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was fully deployed and was returned. There was a kink near the handle. The control wire was separated per design. It was also noted that the prongs were bent and had an overbite. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00806 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a polypectomy clipping, performed in the patient's stomach on (B)(6), 2010. According to the complainant, during the procedure, they attempted to use two clips but they were unable to deploy both clips. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)